Event description:
It was reported that an unspecified alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.